Event description:
The manufacturer received information alleging patient has been recently in the hospital in the past 90 days due to breathing issues on machine, has severe lung issues, shortness of breath and nasal congestion related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe lung issues, shortness of breath and nasal congestion related to a CPAP device's sound abatement foam. The patient did not report toreceive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. Themanufacturer believes they will be unable to gather additional information. The manufacturer is submitting a fallow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b1 and h1 is corrected and h6 updated in this report.